Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2008. It was reported that the patient had a fall on the scs ipg and the ipg moved from the buttock around to her side and it was painful. The device was replaced by a new device.